Manufacturer narrative:
During a surgeon conference presentation, revision procedures related to biomet product were being discussed. Subsequently, biomet contacted the surgeon's office to obtain more detailed information regarding the events discussed during the conference. It was confirmed that biomet had not been notified of the events and information was supplied to biomet on (B)(6) 2010. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: loosening and or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2007 to remove and replace the acetabular cup due to loosening. No further information has been provided to date.